Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that on an unknown date, the teeth on the gear of the joint on a synframe-extension broke. No further information is available at this time. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The complained article was send to our product development center. The article was manufactured according to our specifications. It has been established that the cog of the ratchet mechanism was broken off and the thread of the locking screw was twisted. The exact cause, which was leading to this damage, can not be determined. We assume that the thread was damaged through excessive tighten of the screw. Therefore the joint could not block anymore. Through this missing opportunity of blockage the ratchet gearing were overstrained. The inspection of the material and manufacturing documents showed no deviation to our specifications. Based on this result we exclude manufacturing errors. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.